Event description:
It was reported that the cardiac physiologist questioned if the device's battery depleted faster than expected. Abbott technical support (ts) reviewed the event and premature battery depletion was suspected. However, ts was unable to confirm the event as there were no device session records available. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.